Event description:
Breast augmentation with saline implants done in 1975. Pt with complaints of left breast discomfort, tightness, hardness for 2 yrs progressively worsening. Left breast capsulectomy with implant replacement. Implant was intact with articulate matter within, and capsule appeared to be calcified.